Manufacturer narrative:
Device passed displacement test. Device received with same audio tone when switching from volume 5 to volume 1 and pump error 63 alarmed during self test due to broken trace at pin on keypad assembly. Device received with cracked select button on keypad overlay, pillowing keypad overlay, scratched or peeling keypad overlay texture, scratched display window cover, faded or stained or peeling serial number label, peeling or fading end cap address label, cracked case at belt clip rail corner, partially broken off belt clip rail, cracked battery tube threads and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had audio issues. Customer reported they did not hear the differences between the two audio beep volumes (1 & 5). The insulin pump failed the beep test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.